Event description:
This lead was implanted on (B)(6) 2003 and was capped and replaced on (B)(6) 2013 due to advisory/recall status. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services was made on (B)(6) 2013 stating that this lead has low rs lead impedance >200ohms. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).